Manufacturer narrative:
Failure analysis (fa) received the avea pcba control board and the user interface module (uim) and performed an investigation for the reported issue. The avea pcba control board was found with no communication. A corrupted boot-loader was verified by attempting to load software and found no communication. Fa visually inspected the avea pcba control board and it was found to be damaged. Fa could not proceed with further testing due to board damage. The reported issue was not duplicated in the laboratory setting for the uim. No root cause for the reported issue could be determined.

Manufacturer narrative:
(B)(4). A carefusion field service determined that the cause of "flickering" was a faulty user interface module assembly. He replaced the user interface module. He then ran operational and extended system testing on the unit, and did not identify any additional issues with the unit. The unit was meeting manufacturer specifications.

Event description:
The following description was documented by carefusion technical support in reference to a call that they received from a biomed at one of the user facilities. "Biomed called in this vent saying after passing the est when accept button was pushed this vent went into flickering of the uim and alarming various alarms including o2 line, low peak. The alarming and flickering would not stop no matter what he did then he took out the batteries and fuses and then the vent was quiet. No patient involvement."